Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified. The pump was inspected and performed functional tests, it failed to detect cartridge. Further investigation of the pump determined that the rear housing was broken and was the root cause of the reported issue. Service will replace the rear housing to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump indicated "running with full cartridge for the past four days. However, when the patient switched to another pump, she found the cartridge empty. It was reported that the patient had headache upon restarting remodulin with functioning pump but unknown how long patient may have been without drug due to pump malfunction. The patient currently using functioning backup pump. No additional adverse effects reported.